Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. There has been no other information provided regarding catalog and lot number. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned.